Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating. Additionally, the pump declared a power source alert when the pump was plugged into a wall outlet. The customer's blood glucose (bg) was 70 mg/dl. Reportedly, the customer successfully charged the pump after replacing the wall adapter.